Event description:
Customer reportedly obtained results of 69mg/dl, 88mg/dl, and 114mg/dl on the company plus system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.